Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump alarmed hardware low level failures during self test and pump trace download confirmed hardware low level failures. Hardware low level failures was due to broken trace u1 pin1(vdd) and u1 pin6(sda) on keypad assembly. The following were noted during visual inspection: scratched case, missing display window cover and pillowing keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the screen area. No harm requiring medical intervention was reported. The device will be returned for analysis.